Manufacturer narrative:
The endoscope was received and evaluated. Per the customer reported complaint, failure analysis found that the endoscope was exposed to a temperature greater than greater 82°c/179.6°f as indicated by the temperature label, resulting in damaged glue joints, fluid invasion and subsequent damage to the complete optical system. The da vinci user manual specifically states: general precautions - failure to adhere to approved operating practices may result in damage to the endoscope. Examples of improper practices include: dropping of equipment, collisions, and improper cleaning and sterilization techniques. A damaged endoscope may result in fragments falling into the patient. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that one lens was completely gone and could not see through the endoscope. No patient harm, adverse outcome or injury was reported.